Event description:
Additional information received from healthcare professional stated the patient had increased spasticity related to the pump failure.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed high battery resistance. As per the pump¿s log, a reset, low battery reset, and safe state occurred on (B)(6) 2016 at 03:47. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 12.5 mcg/day (pump in safe mode) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that as per the patient's mother, they called the patient's managing physician regarding the pump alarming on (B)(6) 2016. The physician filled the pump on (B)(6) 2016 and realized the pump had a low battery alarm and was set to safe mode. As per the pump's log, a reset, reset low battery, and safe state occurred on (B)(6) 2016 at 03:48. The patient was referred to an alternate physician for a pump replacement and the company representative was notified on (B)(6) 2016 at 4:35 pm of the case/surgery. The pump was explanted on (B)(6) 2016. The patient was without injury regarding their status at the time of the report. Regarding environmental/external/patient factors that may have led or contributed to the issue, not applicable was indicated. It was unknown if the issue was resolved as of (B)(6) 2016. Other medication the patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016, a company representative reported they had returned the pump to the manufacturer and had no further information regarding the event. No patient symptoms were reported. The patient&#38112;medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.